Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code has been updated.

Event description:
The manufacturer representative returned the patient's implantable neurostimulator (ins) and leads.

Event description:
Health care provider (hcp) stated that patient device was going off and patient was screaming. Additional information received 4 days later indicated that patient called health care provider that they were experiencing the device going off on (B)(6) not sure of the date. It was noted as unknown if it there was a device or therapy issue. It was noted as unknown in regards to having any symptom. There was neither troubleshooting done nor intervention. The cause of the device going off was not determined. The patient did not show for her appointment on friday (B)(6). The patient was scheduled another appointment for monday (B)(6) and patient did not show for this appointment either.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.